Manufacturer narrative:
Adaptor accessory: model 748951, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2007; adaptor accessory: 748951, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2007; programmer: model 7435, serial# (B)(4); lead: model 3487a-33, lot# j0504313v, implanted: (B)(6) 2005, explanted: (B)(6) 2009; lead: model 3487a-33, lot# j0454881v, implanted: (B)(6) 2005, explanted: (B)(6) 2009. (B)(4).

Event description:
Further information clarified that his ins was replaced on (B)(6), 2006. See manufacturer report #3004209178-2012-03916 for subsequent ins issue.

Event description:
It was reported that the patient's implantable neurostimulator (ins) turned off intermittently. Additional information was requested, but was not available at the time of this report.